Event description:
Additional information was received and the brady diagnostics were cleared from the device to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, inaccurate at (atrial tachycardia)/af (atrial fibrillation) burden percentages were noted on the device. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.